Event description:
Surgeon mixed and implanted hydroset. After letting it set, surgeon went to close and the hydroset crumbled and caved in. Surgeon replaced this with a 3cc hydroset and it worked fine.

Manufacturer narrative:
Actual device is not available to stryker for eval.